Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 475cc breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were observed on the posterior view, both measuring less than 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed during a revision surgery. As a result, the patient underwent explantation on (B)(6) 2022.